Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Dr. (B)(6) revised a right hip head/sleeve due to patient instability. He revised from a 40 -2.5 to a +4. Original surgery was (B)(6) 2019 by mako. Update 31/october/2019 wg: rep provided usage sheets from primary and revision procedures and reported that no further information will be released by the hospital or surgeon. Rep also confirmed he was the acting mps for the primary procedure, and that the log and session files are not available from the july procedure.